Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue was first seen on (B)(6) 2026. Both pors have been resolved. The patient came to the doctor consultation reporting that since their cardiac ablation something has happened because they had more leaks and couldn¿t enter the app ¿my therapy¿ in smart programmer. As trying to resolve this, both implants were connected to the same serial# which led to not being able to connect to the clinician app. Patient stated that they needed to power off both implants because they were waiting for some surgical intervention. This is the reason for powering off one of the implants. In the mean time, the implants will remain powered off. In the next consultation they will be giving patient another smart programmer. Once patient receives a new smart programmer at next consultation, patient will be taught how to use them. The indication for use was urge incontinence. Oab. Patient was around 60 years old. The surgical intervention was unrelated to the mdt device/therapy.

Manufacturer narrative:
G2: country spain medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had cardiac ablation and both implanted stimulators went in power on reset (por).